Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating and had a flashing red light and unresponsive keypad. Blood glucose level at the time of the incident was 3.6 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The device passed the leak test. The device had all buttons responding properly. No damage or moisture damage on the keypad assembly. No unlocked keypad connector. The device had a minor scratched lcd window, faded serial number label, cracked case, cracked battery tube threads, and cracked retainer.